Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, the suture is not loaded on anchor. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and picture provided by customer. Visual analysis of the returned device and picture received, when observed the anchor under magnification can be determined that the shaft inserter was broken. The silicon sleeve was found deformed in the distal part. A manufacturing record evaluation was performed for the finished device lot number: 4l67379, and no non-conformance's related to the reported complaint condition were identified. Based on the information currently available. Product evaluation of the returned device indicates that the device could have being broken due to excessive force applied during the procedure. As per IFU-(B)(4), indicate that do not use excessive tension to overload the anchor, as either could lead to device pullout or suture breakage. In this case, it can be concluded that root cause of the failure reported is due to excessive force applied during tensioning of the suture when was pulled, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported from the affiliate that the micro qa suture would not load in the anchor. During an in-house engineering evaluation, it was determined that the device shaft inserter was broken and the silicon sleeve was found deformed in the distal part. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.